Event description:
Zenith endovascular graft was implanted with no noted difficulty. Three-piece modular graft was ballooned appropriately at all seal and junction sites. Post deployment angiogram noted a type iii endoleak originating between the junction of the second and third stent bodies of the ipsilateral leg graft. Leg graft was re-ballooned multiple times with no noted resolution to the endoleak. A second iliac leg graft was deployed within the previously deployed ipsilateral leg graft. Endoleak presence was observed to have been eliminated during the post placement angiogram. Procedure was deemed successful and concluded.